Manufacturer narrative:
Engineering evaluation summary: the device evaluation showed the following: the leading end is detached from the rest of the device. The mid-olive is still attached to the delivery system and appears to be intact with no visible defects. A small partition of the polyimide can be observed at the mid-olive transition. Based on the findings from this evaluation, the physician¿s observation that the leading olive had become separated from the delivery catheter, was confirmed. The separation appears to be a fracture of the polyimide at the mid-olive transition of the catheter. The likely cause for the fracture of the polyimide at the mid-olive transition of the catheter could not be determined with the available information.

Event description:
On (B)(6) 2021, this patient was implanted with a gore® excluder® aaa endoprosthesis trunk-ipsilateral leg component. After deployment, when removing the delivery catheter, the leading olive became separated from the delivery catheter inside the patient's body but remained on the guidewire. The physician was able to retract the guidewire and remove the olive outside of the patient. There was no harm to the patient.